Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal IFU states to remove the arteriotomy locator and guidewire from the insertion sheath by flexing the arteriotomy locator upward at the sheath hub prior to insertion and deployment of the angio-seal components.

Event description:
Following successful deployment of an angio-seal vip vascular closure device, the patient was discharged. The patient presented same-day to the emergency room complaining of shoulder pain. A chest x-ray identified a piece of guidewire in the patient's ascending aorta. The patient was re-admitted to the hospital and underwent snare retrieval via the left femoral artery. The retrieved fragment is believed by medical staff to be a portion of the angio-seal guidewire. Reportedly, during the procedure, the angio-seal guidewire was left in the insertion sheath and the angio-seal device was then inserted into the sheath, which advanced the guidewire towards the aortic arch.